Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. The sample was returned with the trigger not engaged. Visual examination of the jaws revealed a lack of recoil or spring back in the bottom jaw. The outer tubing was observed to be damaged and deformed on the side where the bottom jaw is located. There was biological material observed on the device. R & d was consulted for the functional testing of this complaint. The trigger was engaged, and the applicator was fired. The first fire attempt resulted in the clip failing to fully open in the jaws, however, the clip was able to close upon full engagement. The remaining clips failed to fully open in the jaws and were manually removed. The device was returned with 9 clips remaining in the channel indicating at least 6 were fired by the customer. The applicator was then disassembled for further inspection. After disassembly the bottom jaw legs were observed to be flared out, making minimal contact with the jaw spring. R & d concluded that the bent jaw legs are the likely cause of the misfires. R & d and the manufacturing site conducted further evaluations of this issue, and it was determined that the probable root cause of the bent jaw legs was user error. A device history record review was performed, and no relevant findings were identified. The bottom jaw legs were observed to be bent resulting in clip misfires. After further investigation by the manufacturing site and r & d, it was concluded that the probable root cause of the bent jaw leg was user error. The r & d team concluded that the observed damage to the jaw is consistent with applying a clip onto a pre-existing clip or hard object. The outer tubing was observed to be damaged and deformed on the side where the bottom jaw is located, further indicating a clip was attempted to be applied onto a hard object. The IFU for this product states, "when applying additional clips, ensure that the clip is positioned around tissue and is not positioned over an existing closed clip already on the structure to be ligated". For these reasons, the probable root cause could not be conclusively tied to manufacturing. The reported complaint of "clip fell from applier" was confirmed based upon the sample received. R & d was consulted regarding this complaint issue. The device was returned, and functional testing was performed. The first fire attempt resulted in the clip failing to fully open in the jaws, however, the clip was able to close upon full engagement. The remaining clips failed to fully open in the jaws and were manually removed. The device was disassembled, and the bottom jaw legs were observed to be flared outwards. This was causing minimal contact with the jaw spring when the trigger was engaged. R & d and the manufacturing site conducted further evaluations of this issue, and it was determined that the cause of this issue was user error. The r & d team concluded that the observed damage to the jaw is consistent with applying a clip onto a pre-existing clip or hard object. The outer tubing was observed to be damaged and deformed on the side where the bottom jaw is located, further indicating a clip was attempted to be applied onto a hard object. The IFU for this product states, "when applying additional clips, ensure that the clip is positioned around tissue and is not positioned over an existing closed clip already on the structure to be ligated". Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staff claim that the clips kept falling out of the device when loading and attempting to fire, during a routine laparoscopic cholecystectomy". No report of patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "staff claim that the clips kept falling out of the device when loading and attempting to fire, during a routine laparoscopic cholecystectomy". No report of patient harm or injury. The patient status is reported as "fine".